Manufacturer narrative:
The user facility submitted medwatch 2400100000-2022-8057 for this event. Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male end luer lock connection of a clearlink system continu-flo solution set broke into pieces while disconnecting from a peripheral intravenous (IV). This issue was identified during patient infusion with propofol, fentanyl, and lasix drips. A new IV tubing had to be replaced and primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye and a crack was observed on the collar of the male luer connector. The reported condition was verified. The cause of the condition was due to a supplier related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.